Event description:
It was reported that the patient was overdosed. It was noted that a programming error occurred where not all the drug was aspirated before the catheter dye study was performed. It was reported that the catheter was fractured and then catheter was primed. It was noted that the healthcare provider requested that the catheter be ¿pay primed.¿ it was reported that the patient went into overdose at home and was transported to the hospital. It was noted that the actions required as a result of the event were hospitalization. It was noted that the patient had overdose symptoms including lethargic respiration depression. It was reported that the location of the issue was the catheter track. It was noted that the patient is currently doing ok. It was reported that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient¿s pump was used to infuse baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) of 2014 the physician's wanted to see if the catheter was leaking and they decided to perform a dye study. The patient notified them at that time that he was allergic to dye, but was told this would be different. A tiny leak in the catheter was found but they decided not to replace it. The patient was watched in the office for two hours and the catheter was re-primed. While the patient was driving with a family member they had become unconscious. The patient visited the ER in an ambulance and they thought he had bleeding on the brain, however they determined the reaction was due to the dye. The patient was 'overdosed' in relation to the event, however it was unclear if that was because of the pump or the dye causing him to have overdose symptoms. It was further reported that it was not a pump issue. The pump was shut off after this event as he was in the hospital for three weeks. He was started back up on the pump with a low dose and was also give oral baclofen. The patient was searching for a new follow-up physician. The pump currently contained baclofen with concentration 4000 mcg/ml; the manufacturer/type of baclofen and dose rate was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the catheter had a microtear/a small leak. This was confirmed via dye study in february. At that time, the patient¿s pump was turned down and the patient was put on oral baclofen. This change resulted in the patient¿s legs being fine and loose and lasted for about 3 months. The patient then began shaking and having spasms again and this had worsened over the past few weeks. The surgeon that discovered the small catheter leak told the patient that he can get the pump refilled and turn the therapy up because the leak was so small that a revision was not being recommended. The pump managing physician believed that the catheter should be replaced and wouldn¿t refill or adjust the pump. The patient was looking for a new physician. The patient had had the same drug in his pump for 7 months and was told that the drug loses potency after 6 months.

Manufacturer narrative:
(B)(4).

Event description:
It was further noted that the patient was a+ox0" (alert and oriented x 0). A dye study was performed on (B)(6) 2014 with re-prime of catheter after discussion with the physician. The patient was reported as doing "well." In addition the patient's daily dose was 999.0 mcg/day and the concentration was 5000 mcg/ml and treatment was ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient told the hcp's that they were allergic to dye when the dye study was done in (B)(6) 2014. The hcp's stated it was going to be a different kind of dye and after they did the test the patient overdosed. Dye went into the patient's brain. The patient was hospitalized and was in rehab for 5 weeks after that. Since end of (B)(6) 2014 the patient's legs became much worse. The patient's legs hurt, getting tighter, had spasms and fell twice and had to call 911. The patient was concerned that the medication in the pump was 9 months old since the last refill was in december.. The patient stated they needed medication in their pump and it needed be turned up. The patient further stated they believed they had lioresal in their pump. He said he had 950 cc or mg in there before they turned his pump down. After they turned the pump down, the hcp did not tell the patient what it is down to. They said dose was very low, it is almost off. The patient also had been taking 180 mg/day of oral baclofen since they turned the pump down. The last time the pump was filled was in (B)(6) 2013 by the hcp. The patient saw the hcp in june but the hcp would not refill or turn up the pump. The patient continued to seek a new hcp.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. (B)(4).